Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles. Customer's blood glucose level was 361 mg/dl. Customer states the size of air bubble was 2 inch in tubing and reservoir. The reservoir will not be returned for analysis.